Event description:
It was reported that a healthcare worker suffered hives rashes, and a respiratory reaction with difficulty breathing when working with cidex opa solution and enzol. The worker was seen by an occupational health physician and prescribed an inhaler and steriod creme.